Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser in an ophthalmic system failed to recognize the probe. A system message was displayed, and the laser failed to operate. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.